Manufacturer narrative:
Please see report 2124215-2019-22897.

Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. Through additional investigation, it was identified that the device was incorrectly reported as f051-100291. The correct device is f051-100281. This report will be close and further information will be submitted from report 2124215-2019-22897.

Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.